Event description:
A manufacturer representative reported that the patient had an infection at the implantable neurostimulator (ins) site in their abdomen. The patient's system was completely explanted in (B)(6) 2016. A new system was implanted in (B)(6) 2016. The patient was currently okay.

Manufacturer narrative:
(B)(4).